Event description:
It was reported that during use of this suction ablator to perform a shoulder arthroscopy, the device arced resulting in a burn to the incisional site. To date, no additional information is available regarding this event.

Manufacturer narrative:
Investigation results: the device was received, and the investigation remains in process. A follow-up report will be sent upon completion of the investigation.